Event description:
Related manufacturer reference number 3006705815-2024-00127. It was reported that the patient underwent surgery (B)(6) 2023 with dr. (B)(6). One lead was placed above the paddle for additional coverage and the ipg was confirmed at eol and was replaced. Patients therapy was restored. No complications were noted during the procedure. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: device information was inadvertently omitted from the initial report. Correction: d10 was inadvertently populated on the initial report. Correction: h5 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.